Event description:
This ra lead was implanted on (B)(6)2001 and remains implanted at this time. A call to technical services on (B)(6)2014 states that this ra lead had an issue and was finally turned off. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).